Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 44mg/dl and 52mg/dl at the time of incident and low blood glucose treated with glucose tablets and recess peanut butter cup .the customer¿s current blood glucose level was unknown. Troubleshooting was performed. The product was not returned for analysis.